Event description:
The pt awoke to feel hypoglycemic at 5:30am. Drank orange juice and ate 5 sugar cubes. He then tested his blood glucose on the suspect device and it was 428mg/dl.he passed out 15-30 minutes later. The paramedics were called and they tested his blood glucose on their device and it was 34mg/dl. He was given an IV. He refused to go the hosp.